Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
According to the reporter,on (B)(6) 2017, the kangaroo joey pump powered off and would not turn on. It was also stated that the unit's alarm failed. There was no patient involved.